Event description:
The customer contacted baxter (B)(4) concerning an occurrence with the product code hrm4283p. It was reported that the disposable had a ruptured drip chamber. There was no reported patient injury, no medical intervention necessary, or adverse reaction in association with this event. No further information is available at this time.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore, a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of sample. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.